Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sampe that was generated by the synchron lx I 725 instrument. A pt sample was tested for accu tni and a result of 6.65ng/ml was obtained. The accu tni result was reported out of the lab. The customer re-tested the original sample for accu tni. The repeated accu tni result was 0.03ng/ml. The customer did not receive any report of pt injury or death that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was within specifications prior to and after the event. System check was within specifications. The sample was collected in a lithium heparin tube. An increase in ultrasonic detect failures was noted by the customer. A field service engineer (fse) was dispatched to the customer lab on 6/29/06. The fse inspected the instrument and discovered issue with an incubator belt. The fse replaced the belt and set of syringe assemblies. The fse verified repair per established procedures. The fse conducted diagnostic testing; the the results passed within specifications. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined to this event. A malfunction will be assumed for the purpose of this report.